Event description:
Report received from the USA stating that during testing a device "could not be secured in the attachment". The event was not related to surgery. No injuries or medical intervention were reported. There was no additional information provided.

Manufacturer narrative:
The device has not been received by anspach. If additional information is received, a supplemental report will be sent.